Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a malignant stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed. During removal of the delivery system from the patient, the yellow/tan inner shaft at the distal end of the delivery system broke and snapped in half. Reportedly, all the pieces were retrieved out from the patient. The stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 2907 captures the reportable event of inner shaft detached. A wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the outer sheath was kinked. The inner sheath was found broken and completely detached. No other issues with the delivery system were noted. The reported event of inner sheath detached was confirmed. The investigation concluded that procedural or anatomical factors encountered during the procedure, such as the amount of force used to pull back the delivery system, and difficult anatomy, such as stenosis, tortuosity or calcification, could have affected the device performance, contributing to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 02:34 pm CT. The report number is being corrected from: 3005099803-2018-62087 to: 3005099803-2018-61158.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a malignant stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed. During removal of the delivery system from the patient, the yellow/tan inner shaft at the distal end of the delivery system broke and snapped in half. Reportedly, all the pieces were retrieved out from the patient. The stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.